Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2009-04774 and 3005099803-2009-04775 for the other associated device info. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the blue gripper detached from the sheath when each of the three clips was being prepared for use. The clips could not be exposed and therefore, they could not be deployed. The case was completed with a fourth resolution clip device. The procedure was lengthened due to the clips but there was no serious injury to the pt as a result of this event. At the conclusion of the procedure it was reported that there had been no adverse effects to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).